Event description:
A constrained linear was put in place and when the dr went to reduce the hip, the liner walls collapsed on itself. Dr had to put in another liner. The case date was 7/6/00. There was no harm to the pt.